Event description:
A physician was applying a fallopian tube clip when the clip fell out of the applicatior. The metal spring component was retrieved from the abdominal cavity, but the plastic jaw component was not located. No add'l surgery was done to recover the loose body. This is a known type of occurrence for this device and described in the "PMA" for hulka clips.